Event description:
It was reported that the customer received a malfunction alarm with their device, but the specific error code was not noted initially. There was no reported impact to customer's blood glucose. The device was restarted, but the malfunction alarm persisted. The customer reverted to an alternate form of insulin therapy.